Event description:
It was reported that the implantable cardiac monitor (icm) was not recording the episodes as expected due to undersensing. Noise was also present on the egm. The sensitivity was reprogrammed.

Manufacturer narrative:
(B)(4).